Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead exhibited failure to capture. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece for evaluation. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Insertion examination found the lead was fully inserted into the test ICD and is-4 connector sleeve. Dimensional analysis of the connector boot was measured within the product specifications. A review of the device history record (DHR) confirmed that no issues were identified related to this reported event.